Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer stated that the device unexpectedly initiated operating system updates and that it had to be replaced with a functional one. Customer did not disclose the nature of the procedure or the name of the required medications. Customer indicated that there was no change to the patient's condition. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer stated that the device unexpectedly initiated operating system updates and that it had to be replaced with a functional one. Customer did not disclose the nature of the procedure or the name of the required medications. Customer indicated that there was no change to the patient's condition. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and rebooted the station to resolve the issue. The technical support specialist applied knowledge article 000007174 - es devices stuck at "windows updates 100% complete", allowing for system updates to complete and restoring device functionality. The technical support specialist monitored the device for operating system update completion. Customer tested and confirmed device is operational.

Event description:
It was reported by the customer that a pyxis anesthesia es system stuck in windows updates for 2 hours, unexpectedly stopped responding during procedure. The customer done with standard troubleshooting, also stated that the device unexpectedly initiated operating system updates and need to be replaced with a functional one. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d4(UDI) d5, d9, h6(imdrf annex f), h6(imdrf annexd). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-aug-2021 to 10- aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system stuck in windows updates for 2 hours, a field service engineer unplugged power from station for 5 minutes. Powered station back on started from the recent reboot to resolve the issue. A technical support specialist monitored the device for operating system update. The system functioned as intended after the field service engineer troubleshot the device.